Event description:
It was reported the pt experienced pain at the ipg site. The pt met with the physician and the physician reported the pt's upper right buttock is tender. The pt will undergo surgical intervention at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.